Event description:
The customer reported that the unit failed the defib test portion of the opcheck.

Manufacturer narrative:
The customer reported that the unit failed the defib test portion of the opcheck. The unit was returned to phillips for evaluation, and the reported failure was verified. Replacement of the therapy pca resolved this issue.